Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the sleeve feel off. The following information was provided by the initial reporter. The customer found a rubber sleeve coming out of the shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd received a sample and two (2) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for extra sleeve was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of extra sleeve. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the sleeve feel off. The following information was provided by the initial reporter. The customer found a rubber sleeve coming out of the shield.